Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/28/2020. H.6. Investigation: bd received 10 samples and 22 photos from the customer for investigation. Additionally, retention samples of the incident lot were selected from bd inventory. The samples were tested and no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Visual evaluations demonstrated clinical equivalence and the hemolysis index showed no statistically significant difference between the evaluation and control tubes. They were unconfirmed statistically for hemolysis in terms of both accuracy and precision. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The minimum clotting time for the bd sst¿ tube (recommended 30 minute) is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is dependent on centrifugation time, temperature conditions and g-force.

Event description:
It was reported that with 2 patients there was no abnormality in first blood collection, on the 3rd day another sample was taken from both patients and after centrifugation hemolysis occurred with a bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: patient a has a lipid profile. There was no abnormality in the serum sample of the first blood collection. The patient was revisited after 3 days, using the same batch sst tube, only one sst tube was drawn, and hemolysis occurred after centrifugation; patient b was female. The blood was drawn from the yellow head tube at the first diagnosis. There was no abnormality. The patient was revisited after 3 days, after using the sst tube to collect blood, hemolysis occurred while waiting for blood clotting. During the whole process of blood collection and sending to the centrifugal machine, no problems have been found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with 2 patients there was no abnormality in first blood collection, on the 3rd day another sample was taken from both patients and after centrifugation hemolysis occurred with a bd vacutainer® sst blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: patient a has a lipid profile. There was no abnormality in the serum sample of the first blood collection. The patient was revisited after 3 days, using the same batch sst tube, only one sst tube was drawn, and hemolysis occurred after centrifugation; patient b was female. The blood was drawn from the yellow head tube at the first diagnosis. There was no abnormality. The patient was revisited after 3 days, after using the sst tube to collect blood, hemolysis occurred while waiting for blood clotting. During the whole process of blood collection and sending to the centrifugal machine, no problems have been found.